Manufacturer narrative:
(B)(4). Pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump was also received with a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that side of the battery compartment was crack. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.